Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a clearlink solution set ¿disintegrated¿ and occluded the line. This occurred during infusion of taxol. The reporter stated that this occurred after 40 - 50 minutes of infusion. The reporter stated that upon further inspection of the filter site, there were ¿paper chunks coming apart;¿ however, the particulate matter did not reach the patient. The set was replaced and therapy was continued. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.